Manufacturer narrative:
Reported event: an event regarding failure of the cement-over construct involving a patient specific distal humerus was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: the medical review confirmed that the cement-over construct failed. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 23jan2012 with no reported relevant discrepancies. Complaint history review: there have been no other events for the pin referenced. Conclusions: an event regarding failure of the cement-over construct involving a patient specific distal humerus was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as the retrieved implant, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A patient specific implant prescription form was received for the patient's left distal humerus. Noted on the form: "loose distal humeral stem. Loosening of slot over distal humerus."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific implant prescription form was received for the patient's left distal humerus. Noted on the form: "loose distal humeral stem. Loosening of slot over distal humerus."